Event description:
It was reported that while a research liver was on board. The metra powered down unexpectedly. The device user could not confirm if the device was charging prior to leaving the machine unattended, however, it was noted that the mains power switch was flipped to "on" but not illuminated. Troubleshooting was attempted, however, the device would not turn on.

Manufacturer narrative:
The device was received for servicing. Inspection of the components revealed thermal damage on the mains power cord connector and one fuse on the power entry module was blown. Additional inspection of the device base identified burn marks on the cable assembly connecting the power entry module to the emergency stop switch. Damage pattern is consistent with external electrical surge at the outlet resulting in an overcurrent condition that caused the fuse to blow and the resulting thermal damage to the associated components. A review of the data logs revealed no operational abnormalities. The power entry module, mains power cord, damaged internal cable assembles and the blown fuse were replaced, and the device subsequently passed all applicable testing.

Manufacturer narrative:
Investigation of the reported issue is pending.

Event description:
It was reported that while a research liver was on board. The metra powered down unexpectedly. The device user could not confirm if the device was charging prior to leaving the machine unattended, however, it was noted that the mains power switch was flipped to "on" but not illuminated. Troubleshooting was attempted, however, the device would not turn on.